Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The clamp was no longer holding onto the tray.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against the provided product code found previous similar reported events. Previous investigations attributed the root cause to excessive torque applied to the handle while tightening stems. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.